Event description:
It was reported that the customer experienced issues with the sensor shutting down. The customer stated that the sensor would stop working after three days. Advised that a replacement infusion set would be sent. The customer further inquired about x-ray exposure to the insulin pump. Advised customer to not wear the insulin pump and sensor while taking x-rays. The customer mentioned that she had low blood glucose levels of 42 mg/dl the day prior. The customer treated herself with packets of sugar and juice. The customer also mentioned previously receiving no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.